Event description:
It was reported that during the implant of this right ventricular (rv) lead, it exhibited high, out of range impedances of over 2000 ohms. The lead was exchanged for a new one to complete the procedure, and the parameters were normal with the new lead. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, it exhibited high, out of range impedances of over 2000 ohms. The lead was exchanged for a new one to complete the procedure, and the parameters were normal with the new lead. No adverse patient effects were reported. This lead is expected for return.